Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the unit was 15 years old and stopped working. The patient called the hcp who implanted the device and surgery was scheduled for (B)(6) 2018 to replace the unit. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient was having a hard time walking for about a year. It was noted that the spinal cord stimulation therapy was not working for the neuropathy. The patient is in the hospital and the healthcare provider thought the implant may need to be replaced so the patient could get relief. The indication for use was other pain indications- other. No device issues reported.